Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned,

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 300 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer filled the cartridge with cold insulin. The customer continued to use the same cartridge.